Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had prime anomaly. Customer's blood glucose level was 150 mg/dl. Customer states insulin was squirting out during the fill tubing process. Customer states insulin pump receive a another pump error alarm. Customer advised to discontinue the use of pump and revert to back up plan. The insulin pump will be returned for analysis.